Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the foley catheter balloon has popped inside the patient (while foley in situ) 3 times in a row. The two occurrences happened within 36 hours. The patient could feel the balloon pop and then foley falls out. Per customer, on the packing for this product it states 5ml 2 way retention; however, on the foley catheter itself it reads "inflate w/10mls' on the balloon port. The last 3 times when the balloon popped, the nurses had instilled 10 mls into the balloon and this time after reviewing the packaging further they instilled 5 mls into the balloon. However, they were unable to see if the last catheter balloon would pop because the physician ordered the foley out. There was no patient harm reported.

Manufacturer narrative:
The device history record (DHR) for lot number 2317748 was reviewed and no anomalies related to the reported issue were observed. The physical device was received for evaluation; however, visual and functional inspection cannot be performed since only tip of the catheter was returned (incomplete sample returned). Therefore, the reported condition was not confirmed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.